Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator graphic user interface (gui) had a blank display. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the reported malfunction. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).